Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration and manufacturing date information is not currently available. Associated medwatch: 1221934-2016-10577.

Event description:
During an acl recon the surgeon had a size 9 tibial tunnel/graft. We opened the usual size screw and sheath we would use for a 9. The t handle dilator went down smoothly, the sheath was inserted with no issues. We then went to screw in the screw and the screw and sheath would not engage with one another, in fact the sheath just started to crumble into pieces and fall apart. The surgeon took the screw and set it on the back table, cleaned up what had crumbled of the sheath. Then tried to get the screw to go in one last time with what was left in the tunnel of the sheath, no success. She cleaned out as much of the sheath as she could get out of there and used 2 richards staples distally to fixate the tibial side. Additional information received from the sales rep via email. It did slow us down a bit, but not a significant amount 5-7 min max. Yes the sheath was discarded, at least the part that was crumbled. The other part that didn't crumble stayed implanted as it was fixated so well we couldn't get it out.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is a possibility excess force was applied while inserting the screw in the sheath causing the sheath to crumble. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).